Event description:
Customer reports that he received results of 313mg/dl, 258mg/dl, and 105mg/dl within 10 mins on the same device. No action was taken based on the result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.